Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient stopped charging the ipg for six months. As a result, the ipg lost the ability to communicate with external devices and the patient lost stimulation over time. The patient may be pending ipg replacement.

Event description:
Follow up information identified the patient's ipg was replaced with a new one restoring therapy.